Event description:
It was reported on (B)(6) 2012 that the patient had a loss of therapeutic effect for "about one year." The health care professional (hcp) told the patient that it was most likely due to "further deterioration of his back." The hcp was considering a new device for the patient to address these concerns. Additional information received on 31-oct-2012 reported that the cause of the event was attributed to the lead and recharger and the issue was noted as battery depletion. An unspecified scan on (B)(6) 2012 showed "myelopen and the patient developed spinally on l4-5." Device removal was planned by the hcp on an unknown date.

Manufacturer narrative:
Product ID, 748940 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 748940 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), product type programmer, patient product ID, 3998 lot# lb5938, implanted: 2003 (B)(4), product type lead. (B)(4).